Manufacturer narrative:
This report is submitted on 7 february 2020.

Event description:
Per the clinic, it was reported that during surgery the clinician experienced complications due to a faulty drill, as a result the surgery could not be completed and will be attempted again at a later date. There was no allegation of serious injury associated with the event. The drill has not been returned to the manufacturer as of the date of this report.

Manufacturer narrative:
It was reported that the patient had an abscess following initial surgery. This report is submitted on 4 june 2020.

Manufacturer narrative:
It was reported that the patient experienced a loss of osseointegration following initial surgery. This report is submitted on 16 march 2020.

Manufacturer narrative:
It was reported that the patient was treated with topical antibiotics. This report is submitted on (B)(6) 2020.